Manufacturer narrative:
The device was returned to olympus and the reported malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable failure. A root cause could not be established. Based on the results of the investigation, it is likely the scope communication error was due to cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a scope communication error. The issue was identified during reprocessing. There were no reports of patient involvement.